Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that tampon was unravelling into pieces inside her. She visited a doctor and was diagnosed with a yeast infection. Symptoms have been resolved upon taking a 3-day monistat.